Event description:
It was reported the customer received a motor error alarm. The customer also reported receiving a no delivery alarm when she attempted a bolus delivery. The customer stated she was able to complete the rewind sequence on their insulin pump. Customer's blood glucose was 260 mg/dl. The customer could not recall any significant events leading to the alarm. She also stated she would treat her blood glucose with a manual injection. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, minor scratches on lcd window and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)